Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The catheter eroded through the patient's skin in the lower back/lumbar area ((B)(6) 2016). The pump and catheter were explanted on (B)(6) 2016. The patient experienced infections symptoms; unknown if infection was confirmed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.